Event description:
The wire was inserted into the pt. The physician noticed an anomaly on the fluoro. The wire had come unraveled, and part had broken off. The wire was removed, and the broken piece was retrieved with a snare in a 3-hour procedure.

Manufacturer narrative:
(B)(4): removal of foreign body is not listed in the instructions for use. Separates is not listed in the instructions for use. Product was returned in a used and damaged condition including the separated segment. Per specifications, this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Per the caution label we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage" an examination of the returned product shows the wire has unraveled and separated confirming the complaint. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case the event description does not offer any additional evidence of contributing factors. Pt age and details were not provided. If the guide wire kinked or angled due to tortuous anatomy this could cause the wire guide to unravel. In the absence of more definitive evidence the root cause is inconclusive. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment to warrant risk mitigation activities.